Event description:
On (B)(6) 2013, the patient reported that her blood glucose level was elevated to 343 mg/dl at 8:10pm on (B)(6) 2013 and she bloused 12.5 units of insulin. 2 hours later, her blood glucose level was 453 mg/dl and she bloused again. Her target range is 80-120 mg/dl. The patient's blood glucose level continued to elevate to 560 mg/dl. The patient administered 12 units of insulin via injection. She changed her infusion set and found that her cannula was bent. After changing her infusion set, her blood glucose levels returned to normal. Follow-up with the patient on (B)(6) 2013 revealed that the patient thinks the infusion device should have provided an alarm or error message and it never did. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and infusion set were replaced. The used infusion set was discarded. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.